Event description:
The hcp reported the pt experienced stupor and confusion as the result of "inappropriate pump settings when new higher volume pump was placed." The pt had an extended hospitalization. The dosing settings were decreased. The pt is reported to have recovered without sequela.

Manufacturer narrative:
Previously reported information can be found in manufacturing report # 3007566237-2015-04116 and in medwatch 6000030200702811. The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter; product ID: 8840, serial# unknown, product type: programmer; physician product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported by the patient's husband on (B)(6) 2005 overdosing issues, coma and side effects experienced with new device implant. It had been over 4 months of issues. The patient's husband reported the night after the pump surgery, the patient called their husband and the patient was coherent and upbeat said everything went fine. They were going to let the patient go the next day. Sometime in the middle of the night the patient got up and fell. They called the patient's husband at 7:00 am the next morning and the patient was in a coma. They could not figure out why the patient was in a coma. The patient remained in a coma until 10:00 pm the same day. When the patient came out of it the healthcare professional (hcp) said the patient sounded good. The patient called their husband and they said the patient sounded ok. They kept the patient in ICU (intensive care unit) for 2 more days, took the patient off other medication, but the patient became incoherent. They thought it was ms (multiple sclerosis) related or overmedication. They never read the pump. They wanted to send the patient to a nursing home or to rehabilitation (rehab). The patient went to rehab and they were going to send the patient home before they could talk right or function right 'nutty'. They did not know the patient before and did not know how the patient was. They just felt it was the ms. Finally, the patient's husband got in touch with a hcp and asked to have the pump read. They said that they did not have the equipment to read the pump. Then the husband got a call from the patient stating they read the pump. The patient was confused and thought they increased the baclofen and would get better. The hcp who knew what was going on stated that 'they decreased it a little bit.' The patient's husband saw the print outs and the patient was getting 3200 mcgs and it should have been 740 mcg. When they sent the patient home, they reduced it to 1700mcgs and the patient was not right and went from bad to worse. The patient went out of the house in the middle of the night, and was hallucinating. They gave the patient medication for schizophrenia and it was a very hard time. The patient's husband needed some sort of explanation. A couple of days ago (2005) they got a paper from manufacturer with the list of side effects for withdrawal/overdose. The symptoms the patient had were in that brochure like textbook. They had the telemetry strips and was told that the manufacturer did the programming after the surgery. The patient was doing better and seemed to have recovered. It was confirmed telemetry strips are not needed at this time. It was confirmed corrective procedures were followed after patient's reported experience during hospitalization in (B)(6) 2005. It was reviewed previous discussion concerning the pts. Reported overdose and hospitalization on (B)(6) 2005. It was later reported the patient fell and went into a coma. It was noted that it was because of a human error and the pump was set at a much higher dose and the patient almost died. The dose of baclofen was "something like 1100." Additional information received regarding the programming error in 2005 reported the patient's weight at time of event was 125-130 pounds. They could only recount the previously reported symptoms of overdose, coma, and altered mental status had occurred related to the programming error. The healthcare professional from 2005 was noted, but it was also stated that they no longer manage pumps. No further complications were reported/anticipated.